Event description:
As reported, during intraperitoneal-onlay-mesh repair (ipom plus), the fasteners of capsure device did not come out after 3 to 4 fasteners got fired successfully. It was reported that trigger functioned normal and surgeon dry fired the device outside to check but problem remain same. The surgeon used another fixation to complete surgery, which increased surgery time by 35-40 minutes. It was reported that no other medical intervention was performed.

Manufacturer narrative:
As reported, fasteners did not come out of capsure device. Based on the reported condition and sample evaluation conducted, the reported event is confirmed as manufacturing related. Per the visual evaluation of the returned sample, it was confirmed that the clutch pawl assembly was missing the captive pin; leading to the detachment of the pawl, as well as the pawl spring which yielded a nonfunctional device. The root cause of the reported condition is manufacturing, failure to follow procedure. An awareness was provided to the manufacturing personnel pertaining to the capsure manufacturing area to emphasize device assembly requirements; as well as potential failure modes associated to the identified condition. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.